Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0rqca, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot#: va0r8a0, implanted: (B)(6) 2015, product type: lead. Product ID: a610, serial#: unknown, product type: software. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a chronic short on 0 & 1, however he was able to get a lfp signal. The rep did not know when the short occurred. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the short on was pre-existing. When the rep interrogated the device being replaced on the day of replacement the rep noticed the short and passed the information along to the surgeon. The surgeon stated they were aware, and it was an existing short, but they didn¿t know when it was first found as the patient had their battery for over four years. No action was taken nor was it planned related to this issue because the patient wasn¿t programmed on those contacts and had never been.